Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction, tubing leakage.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation and additional event information. A pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Abrasion was noted on this same exhaust tube and inlet tube of the pump. The inlet tube and connector were detached to allow for testing. No functional abnormalities were noted with either cylinder or detached tubing/connector. Based on examination of the returned components, while in-vivo both the longer exhaust tube and inlet tube of the pump positioned themselves in such a way that caused them to overlap and abrade against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the longer exhaust tubing at the site noted. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional information received indicated a "tubing line leakage."